Event description:
It was reported that the ilet user accidentally removed the infusion set from its applicator while attempting to place the set, which led to an infusion set deployment issue; the agent guided the user through a site change, after which insulin delivery resumed normally. There were no reported adverse clinical effects. Outcomes included restoration of insulin delivery without alarms and without need for medical intervention. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed incorrect deployment of the infusion set consistent with user handling error, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set application technique.